Event description:
The ge oec 2800 uroview fluoroscopy system displayed "x-rays blocked" error code when an x-ray exposure film shot was attempted. The system was able to produce fluoroscopic x-ray exposures. The facility stated that there was no pt injury or safety risk.

Manufacturer narrative:
A ge oec service rep investigated the issue, re-calibrated the table movements and stops. The system was tested with the table movements taken through the full range with no return of the displayed error message. The system was functioning as intended and released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.